Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to wear of flexibility adjustment ring, flexibility adjustment function did not work, due to clogging of nozzle, air supply volume did not meet the standard value, distal end cover cracked, light guide lens cracked, adhesive on rubber worn, due to wear of angle wire, bending angle in up direction did not meet the standard value. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis exera iii colonovideoscope, the scope had working channel clogged/non-passable. Upon inspection and testing of the returned device, foreign material was found clogged in the scope air/water nozzle and foreign material was found coming out of the distal end due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air water nozzle was clogged with foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. Is is unknown if there were any deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.